Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The device sensing vector was set to the primary sensing vector at the time of the shock. Technical services discussed some programming options. The sensing vector has now been reprogrammed to the alternate sensing vector. There were no additional adverse patient effects. The system remains implanted.